Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer sent an email reporting "another mp1000-c". The customer had reported several previous instances of cracked and leaking product. It is therefore presumed the customer is reporting a cracked and leaking valve. There was no report of patient harm or medical intervention. No further patient or event information is available.